Event description:
The customer reported that the device fell because the tabs of the support plate, mounted on the foot, broke. No pt harm was reported.

Manufacturer narrative:
(B)(4). The product labeling shipped with the device also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A non-functional parameter would exclude the device from being used in monitoring pt's and would not cause a safety risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.